Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patientunderwent a dc cardioversion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing on stored and current electrograms (egm). It was also noted that the right ventricular (rv) lead exhibited undersensing on stored egm's. Low r and p waves measurements seen. Both leads remains in use. No patient complications have been reported as a result of this event.